Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunctions were not replicated or confirmed. The device was put through extensive testing without duplicating the malfunctions. The lcd display was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of a power up issue related to the customer's report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently power down and not power up. Complainant indicated that there was no patient involvement in the reported malfunction.